Event description:
The patient was admitted to the hospital with stomach flu symptoms, which in retrospect the hcp now believes was the patient experiencing withdrawal. The patient was hospitalized for five days. Several days later, the patient presented to the clinic complaining of increased pain. The pump was interrogated and found to be in a safe state, infusing at minimum rate. The patient reported that she did not remember any significant activities or medical procedure on the date the pump went into a safe state, but she did remember that she heard the pump alarming before she went to the hospital, but did not know what it was. The hcp reprogrammed the pump and decreased the dose accordingly. The hcp also programmed an alarm test, so the patient would be able to identify the audible alarm and contact the clinic immediately if she heard it again. The patient's pump contained a morphine/bupivicaine mixture. No patient outcome was provided. Further information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.